Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-sep-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all drawers were failed and unable to recover. A field service engineer found that the station communication sled controller had failed following a site power outage, replaced the communication sled controller and reconfigured the refrigerator, matrix drawer, and 8-door tower. As observed previously, tower doors 5-8 failed within the application but operated correctly in the test application, contacted the customer support center (csc) to escalate the issue for a software/database fix, later confirmed with csc agent that the database issue was resolved using scripts, and doors 5-8 were restored to normal operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es all drawers were failed and unable to recover. Customer tried to reboot the station, but issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.